Manufacturer narrative:
Inspected one opened and used reservoir. Performed the leak and connection tests. Reservoir passed per specifications with no leakage or connection anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The customer's blood glucose reading was fluctuating up to 400mg/dl. It was stated that the connection between the reservoir and p-cap was too loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.